Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of meds row a in drawer 2.1 in the auxiliary for pyxis device rmc-pctu1 is showing not detected on bus was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order#: (B)(4), the field service engineer (fse) found that row an in-aux drawer 2.1 was not detected on pyxibus. The fse powered down the station, inspected the drawers, and identified an older board and a worn retractable band in the hh drawer; both were replaced. The tray cables inside drawer 2.1 were reseated, and a full drawer test in hta passed and was saved to the d-drive. After rebooting, kellie logged in and recovered pocket a1. Additional hta testing confirmed the escort recovered the failure. During dchu visual inspection: p/n: 353844-01: received with black marks on its flat flex cable. A detailed examination under a microscope found that the copper strands contacted adjacent strands, shorting and overheating the cable. P/n: 151622-01, s/n: (B)(6): received with no signs of physical damage, fluid ingress or missing components. During dchu testing: p/n: 353844-01: no further testing is necessary due to visible thermal damage found during the visual inspection. P/n: 151622-01, s/n: (B)(6): dmm and functional testing determined a properly functioning component as manufacturer intended. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure meds es- row a in drawer 2.1 in the aux for pyxis device rmc-pctu1 is showing not detected on bus was attributed to thermal damage observed on the returned assy retractor band, which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that thermal damage observed on the assy retractor band. There were no adverse events or injuries reported based on this event.